Event description:
It was reported that, "the implant was removed from the sterile packaging and it was noticed that the locking ring was not present. The item was not implanted."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.